Event description:
Reporter indicated that the serial adapter cable would not connect into the hhd and that the connection was very loose. The cause of the damaged serial adapter cable is unk.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury.